Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on the left side by the therapy electrode pad. There was no alleged device malfunction contributing to the irritation. Patient saw a physician who reported the area as an allergic reaction to the mesh and was prescribed triamcinolone acetonide .025%. Follow up indicated that the medication appears to be helping.